Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon was installing the matrix craniomaxillofacial (cmf) plate and screws during a procedure on (B)(6) 2013. One single 10mm screw broke during insertion. Eight screws were implanted successfully but, according to the surgeon, two 10mm were not fully inserted. Only an 8mm length drill was available to install the 8, 10 and 12mm screws. The surgeon decided not to remove the broken fragment of the screw. The counter part was scraped for the surgeon. Reportedly there was a risk of screw release. The length of delay to the surgery is unknown. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of synthes device history record revealed no complaint related anomalies for this product lot. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4)

Event description:
During the surgery at sub-occipital craniotomy left side, possibly due to defective tool craniotomy (was deformed), there was laceration of the sigmoid breast and transverse, with subsequent severe bleeding, acute anemia and hemodynamic shock. Reportedly there was a rapid correction fact dural / sinusal. Use of volemic expansion and blood products was required to prevent further injury to the patient. Patients diagnosis was reported as cerebral aneurysm of vertebral art / pica. A spare device was not available and the strategy was changed and a craniotomy was performed. The patients current condition was reported as asymptomatic, but with cosmetic defect sub-occipital lateral.